Manufacturer narrative:
(B)(4) date sent: 07/30/2025 d4: batch #410d57. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60b reload loaded on the device and with a tyvek. The reload was received fully fired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No further functional test could be performed due to the condition of the device. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #pse60a, with lot/batch #a9774r, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 410d57, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic surgery for pyloric stenosis, the device was used for gastrojejunostomy. When cutting the gastric body, the knife moved all the way to the tip, but did not return and it stopped. The knife reverse switch was used, but the knife did not return and was released with the manual override lever. Even after that, the jaws could not be opened using the release button on the left side. Another doctor who was an echelon user said he could open the jaws using the release button on the right side. There were no strange sounds or changes in appearance. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.